Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, when the norian was moved into the syringe only a small amount was available. Reportedly the norian 5cc was mixed according to instructions. No further norian was able to be removed after a second attempt. This is report 1 of 1 for complaint (B)(4).